Event description:
As reported: "the patient's bone quality was fragile and the plate was dislodged from the bone along with the screws. Revision surgery is planed on (B)(6) 2024."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device owned by the patient.